Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.6, operating system: bp2a.250605.031.a3.s901u1ues9gzb4, hardware: sm-s901u1, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 372 mg/dl while wearing the pod longer than 48 hours. The patient reported a strong smell of insulin and moisture under the pod adhesive. Symptoms reported include vomiting, diarrhea, muscle and joint pain, extreme exhaustion and cool, clammy skin. The patient was diagnosed with dka, high protein levels, ketones present and blood abnormalities. The patient was treated with fluids intravenously and medical monitoring and was discharged on (B)(6) 2026.